Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the reinforce material was used for pneumothorax cut and suturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, was staple line reinforcement was used during the reoperation? What were the findings during the re-operation? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Please clarify if there was an air leak? If so, where was the air leak? Please clarify if there was bleeding? If so, where was the bleeding? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a respiratory surgery, leakage occurred from the lung parenchyma resection. Pneumothorax occurred. Re-operation was performed. The bleeding occurred from the staple cut end. It was clamped before firing. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. Additional information was requested and the following was obtained: please confirm, was staple line reinforcement was used during the reoperation? No information. What were the findings during the re-operation? The bleeding occurred from the staple line. How was the post-op bleeding identified? The bleeding point was ligated by the suture. How many days postoperative was the bleeding identified? No information was provided. What was the total estimated blood loss (ml)? No additional information was provided. Was a transfusion required? No. How was the bleeding addressed? No additional information was provided. What was the pre and postoperative anti-coagulant and pain management protocol? No additional information was provided. Was the bleeding intraluminal or extraluminal? No additional information was provided. Please clarify if there was an air leak? If so, where was the air leak? No leak was occurred. Please clarify if there was bleeding? If so, where was the bleeding? The bleeding occurred from the staple line. The sales rep tried the additional information, but the additional information was not provided.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. Additional information was requested and the following was obtained: is the surgeon interested in speaking with ethicon medical and engineering staff? No. The surgeon spoke with sales rep.